Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with tests results from meter to meter comparison and results obtained of 130 mg/dl, 113mg/dl, 141mg/dl, 117mg/dl. The customer's expected fasting blood glucose test result range is 82 to 95mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non fasting and produced test results of 224 and 216mg/dl. The test strip lot manufacturer's expiration date is 08/27/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Spouse states his wife has not changed anything in the daily activities such as diet, exercise, or medications. Customer's last a1c was 6.3. Customer is concerned with meter reading high compared to previous meter. Manufacturer does no recommend the meter comparison since the booklet guide (IFU) provide important information to have accurate results.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. Husband is calling on behalf of the customer. The customer is concerned with tests results from meter to meter comparison and results obtained of 130 mg/dl, 113mg/dl, 141mg/dl, 117mg/dl. The customer's expected fasting blood glucose test result range is 82 to 95mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non fasting and produced test results of 224 and 216mg/dl. The test strip lot manufacturer's expiration date is 08/27/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Spouse states his wife has not changed anything in the daily activities such as diet, exercise, or medications. Customer's last a1c was 6.3. Customer is concerned with meter reading high compared to previous meter. Manufacturer does no recommend the meter comparison since the booklet guide (IFU) provide important information to have accurate results.